Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump history showed call service alarm cs 054-0001 before each power loss. The pump was allegedly losing power about every 30 minutes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/28/2014-device evaluationthe pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings:a review of the device history indicated that a cs 054-0000 call service alarm occurred immediately before a pump reboot. No damage was observed to the pump battery compartment. A battery cap was not returned with the pump; a test battery cap secured properly to the pump and was used for further testing. The pump rewind, load, and prime steps were completed with no duplicated alarms. The pump was exercised for 24 hours with no duplicated alarms or power interruptions. The pump case was removed and no evidence of moisture ingress or damage to the internal components was found.